Event description:
This is the first of two complaints from one (B)(4) office on two separate events for two different clamps. A dentist has written to us complaining about two different clamps with two pts. The clamps were unexpectedly broken during positioning. The dentist was very worried about the possibility for the pt to swallow the fragments because the dam broken as well. In the first case, the tooth was a mandibular first molar of a pt (B)(6) (permanent molar). This broke into the mouth, already positioned on the tooth.

Manufacturer narrative:
Generally broken clamps have not been reported but as the dentist was very worried about the possibility for the pt to swallow the fragments because the dam broken as well. It is for this reason that it is recommended that the incidences be reported. The dentist has stated that no one was injured during the incidences. The clamp is in (B)(4) and we are still awaiting its return for inspection.